Manufacturer narrative:
(B)(4).

Event description:
The pt was due for a pump refill on (B)(6) 2010 but her physician was no longer able to fill pumps and due to that, her pump went dry. The pt went through extreme withdrawal and had to be admitted to a "detox" center due to the severity of the withdrawal symptoms. The pt's pump currently did not have medication in it. She was scheduled for another pump refill on (B)(6) 2011. The pt was considering having her pump explanted. The medication being delivered via the device system was dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.